Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on proper button pressing techniques, confirmed the pump display turned on with difficulty, and decided to replace the pump. The customer was informed about the replacement process, necessary actions for the transition, and return instructions for the defective pump. There were no interruptions in insulin delivery as the customer continued using the current pump until the replacement arrived.